Event description:
It was reported the patient was not able to adjust stimulation and the patient programmer displayed a ¿call your doctor¿ icon and out of regulation (oor) condition. The patient¿s implantable neurostimulator (ins) kept turning on and off at max voltage. The problem started about an hour prior to this report and the patient had been in severe pain the night prior to this report. The patient was in the emergency room and was trying to stop the ins. The patient wanted to turn stimulation off because it was hurting them badly and causing severe pain. The patient¿s heart beat was at 227 and the emergency room gave him four shots of morphine. After the shots the patient¿s heart beat went down to 137. The patient got the oor message for the first time when they tried to turn stimulation off on the day of this report. The patient was able to turn stimulation off after troubleshooting. Stimulation was always at 10.5v because the patient had severe nerve damage and they could not feel stimulation, if it was not up to 10.5v. Every time the patient tried to lower or raise stimulation the programmer showed the oor message. The patient¿s prior programmer broke and the screen was damaged a week after implant and had to be replaced. The problem started after the patient met with a manufacturing representative to get the new programmer. Sometimes when the patient used the navigation key it did not work and they had to turn the programmer on and off. The patient was scheduled to meet with a manufacturing representative a day after this report. The cause of the event was not determined and there was no evidence to show that event was device related. Reprogramming was needed because of the patient¿s complex pain position. To reduce the patient¿s pain the patient had been reprogrammed since implant. The manufacturing representative stated the oor was due to the ins being unable to produce the levels of energy required for the current stimulation settings. Cycling was confirmed to not be programmed on and the manufacturing representative had tried a couple tests. The manufacturing representative stated there was no evidence that showed the ins was turned on or off and the therapy history showed 100 percent usage. Some of the programmed stimulation groups had lower stimulation and the patient could not feel stimulation when they were switched to those groups. Impedances were tested to make sure the ins and lead were working. On (B)(6) 2014, the patient¿s healthcare professional (hcp) referred the patient to a psychosomatic clinic where they were hospitalized due to self-mutilation symptoms. The manufacturing representative stated the patient was discharged from the hospital on tuesday. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# unknown, product type: programmer, patient; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Additional information reported the patient's "heart rate problem was confirmed incorrect" by the patient's physician.